Manufacturer narrative:
(B)(4). A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there has been no other incident reported for difficulty in removing this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional (coronary) procedure. Reportedly, after the suture was deployed, difficulty was encountered while removing the device from the anatomy. The device was reported to be stuck; pressure was applied and the device was removed. The site was rewired and an 8 fr sheath was inserted. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The return of the device may have aided the investigation in determining a cause for the experienced event. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device.